Event description:
It was reported that the customer was hospitalized due to low blood glucose of 20mg/dl. It was stated that the customer was experiencing low blood glucose maybe once a month. It was mentioned that the hospital's doctor would like to place him back on the insulin pump, but they accidentally threw out his quick serter and they needed it to change the infusion set. It was stated that the customer could not control his blood glucose. The history and parameters on the insulin pump appears to be correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.